Event description:
It is reported the device was implanted in 2000, and the device was revised in 2005, due to osteolysis forming around the medial screw tips.

Manufacturer narrative:
Evaluation summary: cause cannot be definitively determined. Evaluation: no product was returned for evaluation. Device history records are intact, conforming and indicate manufacture to specification.